Event description:
It was reported that a dissection occurred. The 80% stenosed lesion being treated was located in the severely calcified and severely tortuous, 90 degree, proximal left circumflex artery. The lesion was predilated, then the physician began to advance a 12x2.50mm promus premier stent delivery system (sds) to the target lesion. However, the physician decided to exchange guide catheters for back-up. Upon re-advancing the sds a dissection was noted and the patient went into shock. The procedure was ended and postponed for another date. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was further reported that the dissection was treated with medications. The patient returned two days later to complete to the procedure with another of the same device.

Manufacturer narrative:
Device is a combination product. (B)(4).